Event description:
A patient requiring a piggy-back antibiotic IV was started. The 50cc IV was hung above the primary line and set for a rate of 200ml/hour. At the end of the prescribed allotted time, the rn returned to the patient and discontinued the piggy-back line and set the primary infusion to 75ml/hr. Approximately 90 minutes later, the patient complained of shortness of breath and tingling sensations at which time the rn noticed several small air bubbles in the primary line distally to the pump. The IV line and pump were removed from the patient, and a new line and pump was attached to patient. All vital signs of patient and prophylactic testing indicated no adverse impact to patient. The pump was removed and tested by facility's in-house biomedical staff. The guardrails and event download indicated no errors or operator misuse. Alarm feature was tested for upstream and downstream pressure occlusions; the bubble sensor was tested by injecting 100 and 200 micro liter air bubbles. Bubbles greater than 200 micro liter did trigger alarm as well as any two bubbles spaced about 70 mm apart was read as one bubble and alarm sounded. The IV set in question was not saved unfortunately but indication is that the pump was operating in its prescribed manner. A staff member may have seen several small (less than 200 micro liter) and reacted to that as causing patient anxiety.